Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for spinal pain. It was reported that there was difficulty charging. They could get 2 coupling bars if they pressed on the implantable neurostimulator (ins). The patient did get more bars one time in the past, but had not been able to since. They had also tried a spacer. The ins felt deeper in certain areas. The rep was unsure if this was scar tissue or not. Attempting and antenna locate (al) did not resolve the issue and it resulted in 44-48. The ins was also tilted and there was weight gain. The rep was going to talk to the healthcare professional (hcp) about getting an x-ray to check for a flip. The rep believed that the same ins pocket was used from the previous ins. The device was implanted too deep so it took the patient a long time to charge. The issue had been occurring since implant in (B)(6) 2011. The physician offered a pocket revision but the patient declined presently. The patient might have the hcp move the ins in the summer.

Event description:
Additional information was received from the patient on 2017-05-10. The patient called in regarding the letter they received. The patient reported that their weight at the time of the event was (B)(6). No further complications were reported.